Manufacturer narrative:
(B)(4) final report the device manufacturing records were located and reviewed. Review of these manufacturing records revealed no deviation from process or non-conformity of product that would have caused or contributed to the event. The reporter stated that the surgeon removed scar tissue during the revision. Additional information, such as xrays, operative notes, patient activity level, medical history and weight, and an update on the patient was requested in order to perform the investigation. The reporter stated that this information could not be provided. No further investigation can be performed and the root cause is likely to be external. The patient scar tissue is at the origin of the overstuffing of the patella. Based on this, this case is now considered closed. If any complementary information is provided, the case could be reopened for further investigation. Note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Apex patella revision: over-stuffed patella. Surgeon removed bone and cemented new patella.

Event description:
Apex patella revision: over-stuffed patella. Surgeon removed bone and cemented new patella.

Manufacturer narrative:
Case(B)(4) initial report. The device manufacturing records will be located and reviewed. Conclusions will be provided in a supplemental report. Additional information, such as xrays, operative notes, patient activity level, medical history and weight, and an update on the patient was requested in order to perform the investigation. If provided they will be summarized in a supplemental report. Note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.